Manufacturer narrative:
On 16-jul-2021, mentor became aware that the statement regarding the manufacturing record evaluation (mre) was incorrect. Manufacturer¿s reference number: (B)(4). Since no lot number was provided, no manufacturing record evaluation review could be performed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, generalized illness. (B)(4). Manufacturers reference number: (B)(4).

Event description:
It was reported via medwatch number mw5100894 that a female patient who underwent an unspecified breast surgery with unknown mentor gel breast implants experienced implant rupture on an unspecified side postoperatively. Furthermore, the patient reported suffering with unspecified chronic illness as a result. The patient had undergone explantation, but reported that her health has deteriorated. This medwatch report is for the second of two implants.